Event description:
A healthcare professional (hcp) reported that the light box module of the opmi pico dislodged during surgery due to broken screws. The light box module was connected by cables, which prevented it from falling on the floor. There is no report of any injury or any negative impact on anyone due to the event.